Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine had a burning smell but it appeared to be functioning fine. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the reported problem. The electronic ccd board was burnt due to a shorted capacitor. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).